Event description:
The user stated he had two results for phenytoin which had to be corrected. All results are in ug/ml. Sample 1 initial result was 1, repeat result was 16. Sample 2 initial result was 13, repeat result was 18. The initial results for both samples were reported and then corrected later after repeat testing. The patients were not treated or harmed. The lot number of the phenytoin reagent was not provided. The field service representative determined no vacuum was being supplied to the cell wash 1 detergent mixing vessels. The due loss of vacuum was caused by the vacuum supply tubing being unattached to the vacuum vessel. He reattached the vacuum tubing to the vacuum vessel and secured tubing to vessel. To verify the analyzer operation, he performed a cell detergent prime and observed the cell detergent being aspirated; performed wash reaction parts and monitored cell detergent 1 being dispensed properly. The user ran qc and a precision test on phenytoin. All results within the user's specifications and documented guidelines.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.